Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd veo¿ insulin syringes with bd ultra-fine¿ needle, foreign matter was observed on the needle tip. The following information was provided by the initial reporter: she is seeing a "clear liquid" on needle tip prior to injection after pushing on plunger rod. Stated, at least half the box had the "clear liquid" on needle tip.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2082325. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that prior to using a bd veo¿ insulin syringes with bd ultra-fine¿ needle, foreign matter was observed on the needle tip. The following information was provided by the initial reporter: she is seeing a "clear liquid" on needle tip prior to injection after pushing on plunger rod. Stated, at least half the box had the "clear liquid" on needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-sep-2022. H6: investigation summary: customer returned (8) loose 3/10cc, 6mm syringes. Customer states that there is a clear liquid on the needle tip. All returned syringes were examined and 3 out of 8 samples exhibited a clear drop of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 2082325 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that prior to using a bd veo¿ insulin syringes with bd ultra-fine¿ needle, foreign matter was observed on the needle tip. The following information was provided by the initial reporter: she is seeing a "clear liquid" on needle tip prior to injection after pushing on plunger rod. Stated, at least half the box had the "clear liquid" on needle tip.